Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) units of 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the bottom seam of the bags. The bags were sent to the patient; however, leak was observed prior to patient infusion. No additional information is available.

Manufacturer narrative:
Additional information : device manufactured between: october 1, 2018 to october 2, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.